Manufacturer narrative:
There have been no other reported incidents of residual sterilant remaining in the system. The user was instructed to flush the pigtail line with saline when dumping the prime and has not experienced any additional incidents.

Event description:
Additional information form user facility: user states they are testing positive for residual renalin in the "y" connector on th administration set. It was noted that 1 patient had a reaction from the renalin (hypotension, shortness of breath, and anxiety). The dialysis was stopped, the blood was not returned, and dialysis was continued on another machine. The patient was ok and did not need to be hospitalized. This incident occurred at the beginning of the treatment.